Event description:
The patient was admitted to the hospital and had a near critical medical situation occur. It was unk if cardioversion or defibrillation was needed. The patient experienced a shocking or jolting sensation. The lead impedance measurements were low and out of range; electrodes 1 and 2 were 50 ohms when tested at .7v. The patient's device was reprogrammed with other electrodes, but the stimulation was in the wrong location. The patient only felt stimulation in the pocket area. Additional information has been requested from the hcp.

Manufacturer narrative:
(B) (4). (B) (4).